Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(4) 2015 for ventricular-sensing integrity counter (sic) greater than or equal to 30 in 3 days and 2 or more high rate non-sustained less than 200ms. There were ventricular-sensing integrity counters (sic) since last session 12 hours ago. There were 3 lead failure predictor episodes with v-v intervals less than 220 ms on (B)(4) 2015. Based on episode information it was suspected it was due to the external device used to provided chest compression rather than a lead integrity issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4194 lead, implanted: (B)(6) 2009. (B)(4)

Event description:
It was reported that the patient collapsed. Automatic cardiopulmonary resuscitation (CPR) was used on the patient for resuscitation. Over sensing on the right ventricular (rv) lead was observed as well as no output. The lead remains in use. The physician noted electrolyte imbalance may have contributed to the patient collapsing. Additionally, the left ventricular (lv) lead exhibited slight increase in impedance. Lead movement is suspected as a result of the CPR performed. The lead remains in use. No further patient complications have been reported as a result of this event.